Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was hospitalized for the peritonitis on an unreported date in the same month. Treatment was not reported. On an unreported date in the same month, the patient was discharged from the hospital. Approximately two months later, the patient experienced abdominal pain and went to emergency room. The patient was diagnosed with recurrent peritonitis. The patient was sent home on the same day. The abdominal pain was the manifestation of peritonitis. The cause of peritonitis was unknown. The patient was recovering from the peritonitis. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Additional information: on an unreported date in (B)(6) 2013, the patient experienced peritonitis. A review of all batch record documents was performed for potentially associated lot number gd895078 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.